Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in poor physical condition; the front and rear housing was cracked and damaged. Evidence of the customer's reported problem regarding "error 1871" was identified in the pump event history log. Furthermore, simulated use testing confirmed the customer's issue. The motor was activated and the device went into error 1871, which is indicative of a faulty motor and circuit board. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results the motor and circuit board were replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "error 1871". No patient involvement was reported.